Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of lymphadenopathy is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported that a patient was treated with juvéderm® volux¿ xc in jawline. After the injection, the patient had swelling on left and right side of mandibular angle. Patient was treated with antibiotics. After the treatment, the patient had slight swelling for the next couple of days and the injector believed that it¿s from autoimmune inflammation. Additionally, hcp was told that patient had teeth cleaning done an hour before the treatment. Symptoms are ongoing.